Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to set the pump insulin duration to 3 hours when setting up the pump. Reportedly, the customer delivered a bolus based and the insulin duration was set to 5 hours. Tandem technical support guided the customer through adjusting the pump insulin duration setting. Customer's blood glucose level was not impacted.